Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 508294) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Current weight (B)(6) lbs. Concomitant products included ethinylestradiol;norethisterone (ovcon) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and hot flush ("hormonal changes describe: hot flashes"). In 2009, the patient experienced headache ("migraines / headaches") and hypoaesthesia ("neurological conditions or problems type: numbness: hands,arms,legs/other injury(ies) or complication (s): please describe: numbness of fingers and legs on right side"). In 2012, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced bundle branch block left ("blood or heart disorder/condition type: left bundle branch block"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in lower abdomen"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (vaginal hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, abdominal pain lower, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, migraine, headache, bundle branch block left, hot flush, hypoaesthesia, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, bundle branch block left, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, hypoaesthesia, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 184 lbs./182 lbs (as per both the pfs-discrepancy noted). Approximate weight at the time of essure placement 151 lbs/140lbs(as per both the pfs-discrepancy noted) essure confirmation test- dye test - total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs was received. Event hair loss was added. Date of removal was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.